Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 500 mg/dl. Customer's current blood glucose value was 190 mg/dl. The customer also stated that they had symptoms like nausea, vomiting and abdominal pain. Customer stated that auto mode feature was not active. Customer also stated that cannula of infusion set was bent. The insulin pump will not be returned for analysis.